Event description:
It was reported the burr became stuck in the lesion. A percutaneous coronary intervention was being performed on a severely tortuous and calcified lesion. A 1.25mm rotapro was being used for treatment. During the procedure, the rota burr became stuck in the lesion, and the rotawire became stuck on the burr. Additional surgery was necessary to remove the rota system. The entire rota system was removed from the patient successfully, but as a result the patient was injured.